Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the screw broke after being screwed into the tibial bone. No additional bone holes were required and a back device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows that the implant was received in reasonably good condition aside from the break. Dimensional inspection verifies that this was a 7x25mm product. The threads are in good shape; not distorted. The head is in good condition. The bone quality was listed as average. The bone was a tibia. A 1 mm smaller hole than the implant was drilled. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.